Event description:
It was reported that the customer had high blood glucose levels of more than 500 mg/dl. The customer reported multiple no delivery alarms from the insulin pump every time after an infusion set change. Troubleshooting was done but not completed due to time constraints. The customer has reverted to manual insulin injections and could not get the insulin pump to function properly. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).